Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00069. Device 2 is being reported under (B)(4) and device 3 is being reported under MDR-2247858-2021-00071.

Event description:
A thrombosis all the way up to the renals. Both limbs and bifurcate. No kinks observed on any of the stent-grafts. Patient outcome - "axial bifemoral bypass. Fair/stable condition."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00069. Device 2 is being reported under MDR-2247858-2021-00070 and device 3 is being reported under MDR-2247858-2021-00071.

Event description:
A thrombosis all the way up to the renals. Both limbs and bifurcate. No kinks observed on any of the stent-grafts. Patient outcome - "axial bifemoral bypass. Fair/stable condition."